Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached around 350 mg/dl while wearing the pod for approximately over 48 hours. It was reported that the pod separated from the infusion site (abdomen), causing the cannula to dislodge. The patient noted that due to the cannula dislodgement, they were not receiving insulin, and they did not receive alerts. The pod site was also noted to have some swelling, itchiness and what appeared to resemble a "bug bite" after the pod was removed. Symptoms reported include hyperglycemia, confusion, memory lost, agitation, thirst, and feeling tired. The patient was reportedly treated with fluids and insulin. The patient was released on the same day, after approximately 1 hour. The patient reported experiencing "tunneling" at the insertion sites, troubleshooting and resources for tunneling issue was provided.